Manufacturer narrative:
Patient weight has been requested but is unable to be obtained. The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that one year, ten months post-implant of this bioprosthetic valved conduit, this device was explanted and replaced due to device dilation and resultant cardiac compression. Upon explant, the patient had severe enlargement of the right ventricle that was associated with increased pulmonary artery pressure, and the heart and left lung were compressed. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned valved conduit was analyzed. All leaflets appeared slightly stiff but flexible. All leaflets and commissures appeared to be intact. Host tissue was not visible on the leaflets and/or the valved conduit wall. Remnants of coagulated blood appeared to line the leaflets on the outflow. Radiography showed traces of mineralization in the valved conduit wall. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This investigation is ongoing. Should additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Conclusion: the previously reported analysis of the device did not reveal any manufacturing anomalies that may have contributed to the clinical observation. The minimal calcification that was noted is likely not the root cause of the reported dilatation. Calcification is an inherent risk of surgical valve replacement and could be impacted by patient-related conditions. Dilatation is identified in the instructions for use (IFU) as a possible adverse effect. In this case, a true root cause cannot be identified. The patient¿s health status or co-morbidities may have contributed to the reported dilatation of the device. According to published literature (referenced below), pressure in the right ventricle may stress the conduit wall. It was reported that the patient had an enlarged right ventricle associated with increased pulmonary artery pressure. A true cause to these events is unknown. The heart and lung were compressed, likely due to the reported cardiac compression. Overall, there is no indication that the clinical observations were due to the device. Reference: tiete ar, sachweh js, roemer u, kozlik-feldmann r, reichart b, daebritz s. Right ventricular outflow tract reconstruction with the contegra bovine jugular vein conduit: a word of caution. Ann thorac surg 2004;77:2151¿ 6.